Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen (2000mcg/ml at 450mcg/day) via an implanted pump. Indication for use was noted as intractable spasticity. It was reported that the hcp was going to do a dye study but could not aspirate. The hcp decided to replace the entire catheter on (B)(6) 2015. It was noted that the pump had been empty since (B)(6) 2015. No symptoms were reported. The new drug was noted as lioreseal (500mcg/ml at 100mcg/day).